Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 , that an early sensor expiration occurred. The sensor was inserted at the upper buttocks on (B)(6) 2019. No additional event or patient information is available. Data was provided for investigation. Data investigation could not confirm early sensor expiration. The root cause could not be determined as the allegation was not found.